Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the display screen was dim and discolored. Unrelated to these issues, the audio bolus button was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.